Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: at the 4th firing, the surgeon confirmed the staples started to be stopped firing soon after staples started to be fired a little bit. He felt that no more power supply available might suspend the firing. Using new sulu to try again on the opposite side, however, found the same trouble was duplicated. Taking time to continue the operations by use of this one, finally it could manage to complete the firing. No abnormal conditions and thickness of tissue was observed. It is unk whether reinforcement material was used.